Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported slda in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch, follow up confirmed that the clip completely detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment / slda). No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant additional information.

Event description:
This is filed to report that the clip partially detached from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One xtr mitraclip was implanted, reducing the mr to 1-2. An ntr clip delivery system (cds) was advanced to the mitral valve. The clip was positioned, reducing the mr to trace and the clip was deployed. While performing some internal measurements, the echocardiographer noticed an eccentric jet on the posterior side. It was noted that the ntr clip partially detached from the posterior leaflet and the mr raised to 2-3. The pressure gradient was 4mmhg; therefore, the procedure was discontinued. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.